Manufacturer narrative:
The customer reported that the phaco handpiece had no phacoemulsification power. The phaco handpiece was not returned for evaluation. The phaco handpiece was manufactured on august 12, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this phaco handpiece serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no phaco power during the sculpt portion of a cataract extraction with intraocular lens implant (iol) and trabeculectomy procedure. The staff exchanged the handpiece to complete the procedure with no harm to the patient.